Event description:
Reportedly, medication has been administered. There is a possible relation of the discomfort to the device. Possible removal of portion tape is expected. There was no report of patient injury.